Event description:
During the transapical tavr for a 23mm sapien 3 valve, a stroke occurred. The patient had an abdominal aortic aneurysm. Both cia had calcification and was narrow. There were plaques on the aortic arch and the descending aorta had plaques and thrombus as well. Due to these conditions, transapical access was selected. The approach was made in the fifth intercostal rib. Guidewires were changed several times suitably as the delivery system was advanced. Extra stiff wire was advanced to the diaphragm. The bav was skipped and the valve was implanted without problem. Pre-procedural tee and post-procedural tee were reviewed to see if the plaque observed on the aortic arch and descending aorta were affected and no abnormalities were observed. When the lesion was closed and extubated, there was no paralysis; however, as the patient was readied for transfer to ICU, the blood pressure dropped. Consciousness disorder and right hemiplegia were observed. The echo did not reveal any abnormality. As the right-side pressure and left-side pressure were different, aortic dissection and stroke were suspected. CT was executed and revealed there was no dissection or cerebral infarct. After the CT, consciousness was improved. MRI was executed and revealed multiple cerebral infarcts. The cause of stroke could not be identified. On postoperative day 1, right hemiplegia was improved. Mild speech impediment was observed; however, the physician reported it will not impact the daily life.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the reported stroke cannot be determined. However, it may have been related to patient factors (over 70 years of age, female sex, calcification of the ascending aorta) or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device remains implanted.